Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device was returned with a us power cord, which could not be used in singapore. The damaged power module on the cpu board was most likely from a power surge at the facility. The root cause of the device blowing fuses when on ac power was due to a power surge outside of the device. The issue was resolved with the replaced cpu, power entry module assembly, main power cable assembly, power cord, power cable saddle, clear tubing to main side, front housing, on/standby membrane switch and alarm silence membrane switch.

Manufacturer narrative:
This complaint is recorded with zimmer biomet under (B)(4). (B)(4). On (B)(6) 2017, it was reported that the device blows the main fuse when alternating current (ac) power is on. The machine was unable to be charged. Biomedical engineer (bme) found that the main fuse in the line filter was blown. It was replaced with two new fuses and the fuses immediately blew when ac was on. Everything was tried to isolate and it was confirmed that the control board caused the fuses to blow. According to the repair history, this unit was replaced with new control board recently but it was causing the main fuse to blow. The first event was reported by the user on (B)(6) 2017. The unit was tested and checked by bme personnel on (B)(6) 2017. The customer returned an a.t.s. 3000 tourniquet device, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated a.t.s. 3000 tourniquet serial number (B)(4) two times as documented in the repair reports in livelink. The last repair was (B)(6) 2017 where it was reported that the screen was hanging up even after being repaired and the central processing unit (cpu) board and foot pads were replaced. This is not a related issue. Initial qa inspection of the a.t.s. 3000 tourniquet on (B)(6) 2017 revealed that the device would not run on ac, the power module on the central processing unit (cpu) board was damaged. The battery was over a year old, 2 of the fastening posts on the front housing were broken, and there was a slow leak on the main side. Repair of the a.t.s. 3000 tourniquet was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the cpu, power entry module assembly, main power cable assembly, power cord, power cable saddle, clear tubing to main side, front housing, on/standby membrane switch and alarm silence membrane switch. A.t.s. 3000 tourniquet, serial number (B)(4), was then tested and functioned properly. The reported event was confirmed since during initial inspection the device would not run on ac power since the power module on the cpu was damaged. The root cause of the device blowing fuses when on ac power was due to the damaged power module on the cpu. The issue was resolved with the replaced cpu, power entry module assembly, main power cable assembly, power cord, power cable saddle, clear tubing to main side, front housing, on/standby membrane switch and alarm silence membrane switch. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. A.t.s. 3000 tourniquet, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
It was reported that the device blows main fuse when ac power is on and the user is unable to charge the machine. Investigation reveals that there was a slow leak on the main side. No adverse events have been reported as a result of this malfunction.